Manufacturer narrative:
The patient and device details are currently unknown. (B)(4).

Event description:
Per the clinic, the device was explanted due to an infection at the implant site (date not reported). Additional information was requested; however, not yet made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (dates and duration not reported) and skin revision surgeries were performed to excise the excess skin. Correction : there was no explant as previously reported, only the abutment was removed. This report is submitted on may 16, 2017.